Event description:
The concentrator was positioned and was working in the living room. Suddenly smoke was noticed and flames came out of the product. By a fire extinguisher it was tried to close the fire, but was stopped because of high smoke. Due that the door was closed and the fire brigade was called.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. This alleged incident occurred in (B)(6). The perfect o2 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.